Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 180mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of failure to capture, impedance issue, and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Additionally, there was high pacing thresholds and impedance issues. The patient also reported that the lead was frayed. Subsequently, this lead was explanted and replaced successfully. The lead has been returned and is in the process of analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Additionally, there was high pacing thresholds and impedance issues. The patient also reported that the lead was frayed. Subsequently, this lead was explanted and replaced successfully. The lead has been returned and is in the process of analysis. No additional adverse patient effects were reported.